Event description:
Per the clinic, the device was explanted (specific date not reported) due to unspecified medical reasons. The patient was reimplanted with another cochlear device on (B)(6) 2022. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report was submitted on november 8, 2022.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 19, 2022.